Manufacturer narrative:
Sanofi company comment 24-sep-2019. Patient experienced severe allergic reaction (burning, swollen, hot to touch) after receiving synvisc. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Severe allergic reaction (burning, swollen, hot to touch) [allergic reaction] ([burning sensation], [swelling], [skin warm]). Case narrative: initial information received on 17-sep-2019 from united states regarding an unsolicited valid serious case received from health authorities of united states via a pharmacist under reference mw5089288. This case involves a patient of unknown demographics who experienced severe allergic reaction (burning, swollen, hot to touch) (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, strength 8mg/ml at dosage 2ml, frequency three times (batch, indication: unknown) (information for batch number was requested). On (B)(6) 2019, patient experienced a severe allergic reaction (burning, swollen, hot to touch) to the injection. This event was assessed as serious and was medically significant. Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown. A product technical complaint was initiated for synvisc (lot: unknown) on 24-sep-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date 24-sep-2019. Additional information was received on 24-sep-2019. Global ptc number and ptc results were received and text was amended accordingly.